Event description:
It was reported that the wires came loose. The pt identity was not known. Further follow-up was not possible.

Manufacturer narrative:
(B)(4). Late MDR is due to implementation of process improvement.